Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: MDR ID - 2134265-2017-00440. It was reported via facility medwatch mw5066679 that the tip of the rotawire was fractured. The target lesion was located in the left anterior descending (lad) artery. A 1.50 mm rotalink¿ burr and a rotawire were selected for use. During the procedure, upon first pass of device, the drive shaft of the 1.50 mm rotalink¿ burr fractured and sheared away the tip of the rotawire. The tip of the wire then migrated and remained in the apex of the lad. The 1.50 mm rotalink¿ burr and the rotawire were removed together intact. The procedure was not completed due to this event. No patient complications were reported.